Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the middle section of the pipeline did not open. The device had not been placed in a vessel bend when the failure occurred. No additional steps or other devices were attempted to open the pipeline. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the c5 segment with a max diameter of 6mm and a 6mm neck diameter. The landing zone was 3.4mm distally and 3.9mm proximally. It was noted the patient's blood vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was also administered and postoperative contrast retention was evident. It was reported that after adequate preoperative preparation, the customer selected model ped2-375-20. Due to the highly tortuous vessel anatomy, with curvature at the c1 segment and a type iii configuration at the c4 segment, it took considerable time to advance the microcatheter up to the target position. The customer planned to deploy the stent in situ. After the stent was fully hydrated, delivery was initiated. Once the stent reached the target position, deployment was initiated by withdrawing the microcatheter. The tip end of the stent opened successfully, and after reaching the aneurysm neck, the customer began pushing the stent. Due to the highly tortuous vessel anatomy, the stent did not open before reaching the aneurysm. The customer continued to deploy the stent, but the stent still did not open. After recapturing and redeploying, the same result occurred, and the stent showed signs of kinking. The customer therefore replaced the stent and placed it in place, after which the procedure was completed successfully. The pipeline was not used for an indication that is not approved (off-label), and all devices we prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom27 microcatheter, and 5f115(pulsar medical 5f115 guide catheter).